Event description:
The patient reported inadequate pain relief despite optimization of the current program. Additionally, the patient experienced localized tenderness over the lower back at the battery implantation site upon palpation. The patient also complained of radiating neck pain described as aching and burning, which interferes with activities of daily living. For pain management, the patient has been taking norco.